Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the perforation could not be definitively determined based on the information available. There was no ivl device malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a heavily calcified lesion in the left anterior descending artery (lad). Although the ivl procedure was completed successfully and there was no ivl malfunction, a post-procedure angiogram revealed a perforation in the artery. A papyrus stent was placed, and upon removal of the stent delivery system, the delivery system caught on the stent causing it to collapse, preventing the placement of an onyx drug-eluting stent (des) as initially planned. The patient's condition deteriorated and was sent to surgery. As of the date of this report, the patient is recovering well and has had the impella removed. The physician believes that the perforation was caused by shockwave. However, he clarifies that the complications after and leading to the patient's surgery were unrelated to the shockwave ivl catheter. He states that the need for surgery was due to the drug-eluting stent becoming stuck on the papyrus stent.